Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly at 80% battery life and became unresponsive. The pump was connected to a working power source for an extended period of time however was unable to be turned on. There was no reported impact to the customer's blood glucose level. Reportedly the customer has manual injections as alternate insulin therapy.